Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic after receiving a vibratory patient notifier. Perforation via x-ray, loss of capture and increased pacing lead impedance were observed. The patient experienced chest pain. The lead was repositioned. Echocardiogram was performed before and after lead repositioning and no indication of pericardial effusion was present. The patient is doing fine and will be monitored.